Event description:
The report received from the affiliate indicated that seven (7) days after the index procedure during which the pt had a total of three cypher stents implanted, the pt complained of chest pain. St-segment elevation of the pt's ECG was noted. Coronary angiography was done and thrombus was observed in the cypher 2.5x23mm stent (stent #2) implanted in the proximal left anterior descending (lad)/left main (lm) and in the cypher 2.5x18mm stent (stent #3) implanted in the lm/proximal circumflex. There was no thrombus noted in the cypher 3.0x33 mm stent (stent #1) implanted in the mid lad. The sub acute thrombosis (sat) was treated by aspiration of the thrombus and balloon angioplasty using two ryujin balloons: a 3.5x20 mm and a 3.0x20mm. Inflation details were unk. Thrombolytic therapy was administered using urokinase and alteplase. The pt's ejection fraction after the sat was reported to be 30%. The pt was diagnosed as having a myocardial infarction. The pt experienced heart failure after the thrombotic event and was hospitalized as of the last report. The physician's comment regarding the possible cause of the thrombotic event was that due to the pt's constitution, the antiplatelet therapy was not adequate, as the platelet aggregatory threshold index (pati) did not increase during antiplatelet therapy.

Manufacturer narrative:
The index procedure was an emergent case due to acute myocardial infarction (ami). Lesion #1: the target lesion was the left main/mid lad. The lesion was reported to be: de novo, eccentric, bifurcated, calcified, ostial, 50mm in length, 3.0-3.5mm vessel diameter, and type c. Lesion #2: the target lesion is the left main/proximal circumflex. The lesion was reported to be: de novo, eccentric, bifurcated, calcified, ostial, 15mm length, 2.5mm vessel diameter, and type b2. The mid lad lesion was pre-dilated with a 2.5x20mm balloon/details unk. A kissing balloon technique (kbt) was used to pre-dilate the left main/proximal lad with a 3.0x20mm balloon and the left main/proximal circumflex using a 2.5x20mm balloon/details unk. A cypher 3.0x33 mm stent (stent #1) was implanted in the mid lad target lesion at 25 atm. A cypher 3.5 x 23mm stent (stent #2) was implanted in the left main/proximal lad at 14 atm overlapping the previous stent. A cypher 2.5x18mm stent (stent #3) was implanted at 10 atm in the left main/proximal circumflex. The second and third cypher stents were implanted using a kissing stent technique at the left main. The stents were not post-dilated. Ivus was not done. The residual stenosis was 0%. The flow pre-procedure was timi 0 and post-procedure timi 3. An act of 304 was measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2008-02065 and # 9616099-2008-02066.